Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient presented with an incisional hernia approximately five months following hysterectomy. The patient was returned to surgery for repair. The surgeon opines that the suture pre-absorbed.